Event description:
User received discrepant calcium results for 3 patient samples. Sample 1, initial result gave 13.3 mg/dl and was reported. After the doctor received the result of 13.3 mg/dl, he requested the patient be redrawn. The second sample was tested giving a calcium result of 8.6 mg/dl. The original sample was repeated twice, first repeat on original i800 (B)(4) and second repeat on another i800 analyzer (B)(4) at this site both giving 8.6 mg/dl each time. The patient was admitted; but user believed it was not due to the original erroneous result reported. The admitting physician also ordered a cardiac workup and blood cultures. User said patient had a positive blood culture and was released from the hospital on (B)(6) 2010. Sample 2, on (B)(6) 2010 initial calcium result gave 16.0 mg/dl and was reported. A second sample obtained from the patient the same day was tested giving 7.5 mg/dl. On (B)(6) 2010 the original sample was repeated on both i800 analyzers at the site giving 9.0 on i800 (B)(4) and 9.1 mg/dl on other i800 (B)(4). Calcium result of 9.0 mg/dl was the amended result reported. Sample 3, on (B)(6) 2010 initial result gave 14.0 mg/dl and was reported. User said the doctor did not call the lab to question the result, but did order the patient be redrawn just for calcium the same day. This second sample was tested giving 9.6 mg/dl. The original sample was repeated on both i800 analyzers giving 9.0 on i800 (B)(4) and 9.2 mg/dl on i800 (B)(4). User did not believe the patients were affected or treated based on the discrepant results. Calcium reagent lot number - 62266701. The field service representative was unable to determine a cause. He found there were possible pre-analytical sample processing issues. In addition the rt1 chain cable lld cable was cracked. He replaced rt1 chain cable. To verify analyzer performance he ran diagnostic ,mechanical and fluidic checks with all results within specification.